Event description:
Upon receipt of the device, the user found the c10 capacitor on the circuit board of the roller pump was broken off. The device was returned for repair and investigation. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.